Event description:
2-week total knee replacement patient in for 1st post-op appointment and needed staples removed, opened the staple remover and went to remove the first staple and the prongs went under the staple, but the top prong would not catch the staple to remove. Patient stated it was uncomfortable, so I immediately stopped and stepped out of the room to grab another brand/style staple remover.